Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the set screw on the implantable cardioverter defibrillator (ICD) was stripped and could not be tighten as a result. The physician elected to complete the procedure using a different ICD. There were no patient consequences.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw was backed out from its thread as a result of unscrewing the set screw too far. When the screw was re-engaged with the connector block, the screw operated normally in affixing the test led to the header. The set screw anomaly was consistent with having occurred during the procedure. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.